Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the pump was being worn in the customer's bra. The pump and transmitter reportedly regained connection after the customer repositioned the pump.